Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported the patient received inappropriate high voltage therapy. Interrogation revealed the arrhythmia was likely supraventricular tachycardia. Tech services discussed changes to the supraventricular tachycardia discriminators. Changes made to the interval stability and morphology template. The device functioned normally. The device remains implanted.